Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device communicated properly with the glucose sensor simulator and the minilink transmitter. No weak signal alarm or pump/transmitter communication anomaly noted during testing. Device uploaded properly using carelink. Device had minor scratched display window and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level went as high as 500 mg/dl. Customer did not change their infusion set for a week. Customer went to the hospital on the morning of (B)(6) 2017. Customer experienced dehydration and hyperglycemia because of their high blood glucose levels. Customer treated their high blood glucose level via insulin and saline. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer declined to perform the high pressure test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.